Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual analysis was performed on the returned device. The reported irregular texture on the barewire was confirmed due to a stretched coil. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties were likely due to case related circumstances. The stretched coil likely occurred during use, as there was no damage noted prior to use. It is likely that the tip of the barewire became embedded within the heavily calcified lesion and during positioning, the tip coil became stretched. Vessel dissection and thrombosis are listed in the emboshield nav6 embolic protection system instructions for use as known potential adverse events associated with the use of the device. The reported clot (thrombosis) on the wire was likely the result of coagulation of blood built up within the stretched coil area. A cause for the reported dissection could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, 3 sterile/unused bare wire devices were returned. A visual inspection was performed on all three bare wires, there was no damages or anomalies noted.

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with heavy calcification in the right superficial femoral artery (sfa). The emboshield nav 6 embolic protection system (eps) was advanced with a longer bare wire to the target lesion. However, at the target lesion it was noticed a clot had formed on the bare wire. Therefore, the nav6 and bare wire were removed together and the clot was no longer visible, but a dissection was noted in the distal sfa. A balloon catheter was used to treat the dissection and the lesion successfully. After the procedure, the bare wire was examined and it was noted that transition/junction in the wire was not smooth and a burr was felt. The physician decided to not use any of the bare wires from the same lot and remove them from the cath lab shelf. Patient outcome was good. No additional information was provided.